Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for evaluation. Upon inspection of the returned sample, the sample was leak tested. Leakage was observed at the upper seal of the most proximal caresite y-site valve. Upon closer inspection, a broken piece of unidentified plastic was discovered inside the caresite upper seal, which caused the leakage. Based on the data from the investigation, the reported defect was unable to be confirmed to be a manufacturing defect. An exact root cause was unable to be determined. Per the event description, the reported defect can be attributed to user error from excessive force being placed between the luer and the valve during use. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the customer facility: brief inquiry description. Leaking on IV tubing. Detailed inquiry description: norephenephrine infusing through IV set. Medication was titrated with no response to bp. Fluid was leaking in the y-site port closest to pt. The y port where it was leaking appears to have a previous luer in it. Rl 216598.